Manufacturer narrative:
It was unable to perform the displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime tests due to broken off end cap. The motion sensor test failure alarm could not be verified due to broken off endcap. However, the motor passed motor test. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Doctor reported via phone call that the insulin pump alarmed motion sensor test failure. It was stated that the displacement test could not be performed due to the alarm not clearing. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.